Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va150y8, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause of the fractured lead was unknown and not related to the fall. The health care professional stated that the lead looked twisted but it was replaced and the issue was resolved. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va150y8, implanted: (B)(6), product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor issues. It was reported that a patient had a revision on (B)(6) because of impedance above 4000 on each contact. It was also stated that during the revision, the lead was noted as being physically fractured, which made the hospital discard the lead and it will not be returned for analysis. The patient reported that she falls a lot but there was no known fall related to the fracture. There were no further complications or anticipations reported with this event.